Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One unopened lf1537 was received for evaluation and as the device was unopened it was therefore not the incident sample. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation could not determine the root cause of the customer's report. No trend has been identified for this failure mode.

Event description:
The customer reported that the output from the lf1537 ligasure appeared to be low and was not sealing as expected. The surgical staff heard end-tones, indicating a completed seal cycle. There was no patient injury.